Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the heater line of the homechoice cassette and the heater bag, which is known to cause this alarm. The cause of the loose connection could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during fill one. The patient was connected at the time of the alarm. The patient stated that the heater bag had separated from the heater line. The technical service representative (tsr) had the patient cycle power on the homechoice to clear the alarm. The tsr had the patient cycle power a second time and advised the patient to start over with new supplies. Product surveillance contacted the care giver (cg) regarding the reported event. The cg stated there had not been anything unusual about the supplies prior to starting therapy. The cg stated the connections had been easy to make and were secure. The homechoice had not been exposed to any excessive force and the cg was unsure how the disconnection had occurred. There was no damage noted on the cassette or bags during removal of the set up. The technical service representative reviewed proper procedures with the customer. There was no patient injury or medical intervention associated with this event. No additional information is available.